Event description:
Reported as "catheter broke, defective port." Event clarified as a leak.

Manufacturer narrative:
Unknown. Medwatch sent to FDA on: 08/jan/07. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event and implant date. The information has not yet been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."